Event description:
It was reported the pt underwent surgical revision of two subcutaneous leads due to misplacement several mos earlier. The pt had two subcutaneous quad leads that had been placed. X-rays were taken and it did not appear the leads had migrated. It was suspected the leads were misplaced. In 2008, the pt had a revision. The same ipg remained in place. Two leads were placed subcutaneous and one lead was placed epidural. The revision was successful and the pt recovered well.